Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on unknown date after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR # 1225714-2013-02372.

Manufacturer narrative:
This is one of two device reports associated with this event. Related MFR# 1225714-2013-02372 and 1225714-2013-02373.

Event description:
Additional information received noted the patient experienced a sudden cardiac event and expired on the same day, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.